Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. A646333) for female sterilisation. The patient had a medical history of ovarian cyst, abnormal uterine bleeding, obesity, pelvic pain female, uterine fibroids, diabetes mellitus, parity 6, multigravida, dyspareunia, cervical cancer, smoker, hypertension and loop electrosurgical excision procedure. Previously administered products included: depo provera. The patient had a family history of lymphoma and type 2 diabetes mellitus. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3357 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): surgical pathology report: diagnosis: a, uterus. Cervix, bilateral fallopian tubes and ovaries: invasive moderately-differentiated squamous cell carcinoma of cervix, hpv-associated, measuring 6.5 cm. Tumor invades the entire thickness of cervix. Margins of resection including anterior and posterior ectocervical, paracervical and right and left parametrial margins, positive for malignancy extensive lymphovascular invasion is identified. Cul-de-sac with squamous cell carcinoma and endometriosis. Endomyometrium with weakly proliferative endometrium, superficial benign polyp, superficial adenomyosis and leiomyoadenomatoid tumor right fallopian tube with lymphovascular invasion by metastatic squamous cell carcinoma. Left fallopian tube, negative for malignancy. Left ovary with lymphovascular invasion by metastatic squamous cell carcinoma, cystic follicles and serosal adhesions. Right ovary with predominantly lymphovascular invasion by metastatic squamous cell carcinoma. Right pelvic lymph node: one lymph node, negative for metastatic carcinoma (0/1). Left pelvic lymph node: one of lymph nodes, positive for micro metastatic carcinoma (0.6 mm). Para-aortic lymph node: fibroadipose tissue with metastatic squamous cell carcinoma. No lymphoid tissue seen. Left parametrium: squamous epithelium and underlying tissue with squamous cell carcinoma clinical information: robotic hysterectomy with bso gross examination: a segment of coiled wire is removed from the lumen of the left fallopian tube, is distorted upon removal and measures 13.5 cm in length and 0.2 cm in diameter. . Segment of coiled wire is present within the lumen of the right fallopian tube. Upon removal from the lumen the wire is distorted and measures 15.5 cm in length and 0.2 cm in diameter. [Pregnancy test urine] (date unknown): negative. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Lot number, surgical pathology report added. Medical history added. Patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3357 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cyst, abnormal uterine bleeding, obesity, pelvic pain female, uterine fibroids, diabetes mellitus, parity 6, multigravida, dyspareunia, cervical cancer, smoker, hypertension and loop electrosurgical excision procedure. Previously administered products included: depo provera. The patient had a family history of lymphoma and type 2 diabetes mellitus. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3357 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): surgical pathology report: diagnosis: uterus. Cervix, bilateral fallopian tubes and ovaries: invasive moderately-differentiated squamous cell carcinoma of cervix, hpv-associated, measuring 6.5 cm. Tumor invades the entire thickness of cervix. Margins of resection including anterior and posterior ectocervical, paracervical and right and left parametrial margins, positive for malignancy extensive lymphovascular invasion is identified. Cul-de-sac with squamous cell carcinoma and endometriosis. Endomyometrium with weakly proliferative endometrium, superficial benign polyp, superficial adenomyosis and leiomyoadenomatoid tumor right fallopian tube with lymphovascular invasion by metastatic squamous cell carcinoma. Left fallopian tube, negative for malignancy. Left ovary with lymphovascular invasion by metastatic squamous cell carcinoma, cystic follicles and serosal adhesions. Right ovary with predominantly lymphovascular invasion by metastatic squamous cell carcinoma. Right pelvic lymph node: one lymph node, negative for metastatic carcinoma (0/1) left pelvic lymph node: one of lymph nodes, positive for micro metastatic carcinoma (0.6 mm). Para-aortic lymph node: fibroadipose tissue with metastatic squamous cell carcinoma. No lymphoid tissue seen. Left parametrium: squamous epithelium and underlying tissue with squamous cell carcinoma. Clinical information: robotic hysterectomy with bso. Gross examination: a segment of coiled wire is removed from the lumen of the left fallopian tube, is distorted upon removal and measures 13.5 cm in length and 0.2 cm in diameter. Segment of coiled wire is present within the lumen of the right fallopian tube. Upon removal from the lumen the wire is distorted and measures 15.5 cm in length and 0.2 cm in diameter. [Pregnancy test urine] (date unknown): negative. According to bayer qa, the lot number a64633 and a646333 are invalid. The most recent follow-up information incorporated above includes data received on: 06-oct-2023: reported lot number a64633 and previously incorrectly entered lot number a646333 both were invalid. We received invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3357 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.